Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed ¿vent inop¿. The customer performed transducer calibrations and it passed. The customer alleges that main board seems defective as transducer faults were found in event logs. The customer reported that there was no patient involvement.